Manufacturer narrative:
Pt demographic unk. Medtronic rep tested system and sent exams into medtronic to be evaluated. System worked as intended, further testing revealed that reference frame was bumped between registration and navigation. After a successful pointmerge registration surgeon proceeded with navigation and completed surgery. No impact to pt outcome.

Event description:
Medtronic representative called after a case to report that surgeon did a touch and go registration which passed but when they went into navigate, they were inaccurate. Surgeon went back and then performed a pointmerge registration and the registration was accurate and continued the surgery with navigation. There was no impact to the pt outcome reported.